Event description:
The customer reported a motor error alarm during normal use. The customer stated that the insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump passed the displacement and self tests. Advised the customer that the insulin pump would be replaced due to repeated alarms. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a loose drive support disk. However, the motor was tested outside of the device, and pased the motor test. The insulin pump was received with currents within specifications.